Event description:
It was reported that the patient underwent a thyroidectomy procedure on (B)(6) 2924 and suture was used. At 15:20, during the surgery, the doctor needed to use suture to ligate the patient's blood vessels. When tying the knot, the suture broke and the blood vessels bled. Later, the suture was replaced and ligated to stop bleeding. During the surgery, the suture was broken multiple times. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please confirm the number of sutures that broke during this procedure. * were there any patient consequences? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - it was reported that "the blood vessels bled". * when did the bleeding occur? * what was the volume of blood loss? * was the blood vessel repaired during the initial procedure? * was a re-operation required to repair the blood vessel? * were there any unexpected outcomes or complications as a result of the vessel bleed? * was the patient¿s treatment altered in anyway due to the vessel bleed? If yes, please explain. * was the post-operative care changed due to this event? Please specify. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-04226.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2024. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: it was reported that "the blood vessels bled". When did the bleeding occur? What was the volume of blood loss? Was the blood vessel repaired during the initial procedure? Was a re-operation required to repair the blood vessel? Were there any unexpected outcomes or complications as a result of the vessel bleed? Was the patient¿s treatment altered in anyway due to the vessel bleed? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/10/2024. Corrected information: h6 (b18 device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.